Manufacturer narrative:
Correction/removal number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt is unable to establish communication between her ipg and external devices. It was also reported the pt's programmer displayed a communication error. It is unk the last time the pt charged her system. Follow-up info revealed the pt underwent surgical intervention on (B)(6) 2014 and her ipg was explanted and replaced. The pt reported effective coverage postoperative.